Event description:
It was reported that this device was previously at 41% and has now reached end of life (eol) after approximately six months. This is considered possible premature battery depletion as it had reached eol sooner than expected. Replacement was recommended, however the device remains in service. No adverse events. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.